Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The battery depletion was found to be normal. Concomitant products: 5076 implantable pacing lead, (B)(6) 2011; 4196 implantable pacing lead, (B)(6) 2011, (B)(4).

Event description:
It was reported that the device exhibited possible early battery depletion. The device was explanted and replaced. No patient comp lications have been reported as a result of this event.